Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location of device: right essure migrated. Unknown location/ right side essure device absent') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a 33-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis, gastritis, migraine headache, weight gain, urinary tract infection, depression and fatigue. Previously administered products included for an unreported indication: tylenol and depo-provera. Concurrent conditions included overweight, hypercholesterolemia, onychomycosis, hyperlipidemia, ovarian cyst and sensitivity of teeth. Concomitant products included bupropion, cefalexin hydrochloride (cephalexin hcl), clotrimazole, doxycycline, ergocalciferol (vitamin d2), etodolac, furosemide, lorazepam, meloxicam, omeprazole (prilosec), phenazopyridine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pelvic pain ("pain"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced uterine haemorrhage ("uterus bleeding"), hot flush ("hormonal changes describe: hot flashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dysgeusia ("taste of metal") and menometrorrhagia ("irregular and heavy menstrual bleeding"). On (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced nausea ("nausea"), fatigue ("fatigue") and vomiting ("vomiting") and was found to have weight increased ("weight gain/ loss (specify which one): gain"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), perineal pain ("perineal pain") and urinary tract infection ("infections (bladder/ urinary tract/ vaginal) type: uti"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings/ psychologival and psychaitric conditions"), depression ("psychological or psychiatric problems condition: depression") and rash ("rashes all over legs and lower abdomen/rashes/rashes or skin conditions type: rashes"). In (B)(6) 2011, the patient experienced migraine ("migraines/ migraines/headaches") and headache ("headaches/constant headache"). On (B)(6) 2011, the patient experienced coital bleeding ("bleeds during and after intercourse"). In 2014, the patient experienced tooth disorder ("dental problems"), toothache ("tooth pain"), denture wearer ("partial dentures"), loose tooth ("loose teeth") and tooth loss ("fallen teeth"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced paraovarian cyst ("ovarian cysts in left adnexa"). On (B)(6) 2018, the patient experienced paratubal cyst ("paratubal serous fluid - filled cysts in both fallopian tubes"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), bacterial vaginosis ("bacterial vaginosis"), hyperaesthesia teeth ("tooth sensitivity"), pruritus ("itchiness all over body"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal condition or digestive system condition"), polymenorrhoea ("two periods per month") and fungal infection ("yeast infection"). The patient was treated with amoxicillin, ceftriaxone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, ibuprofen (motrin ib), metronidazole, phentermine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, paraovarian cyst, alopecia, vaginal infection, perineal pain, vomiting, abdominal pain upper, abdominal pain lower, bacterial vaginosis, dysgeusia, hyperaesthesia teeth, toothache, denture wearer, loose tooth, tooth loss, back pain, gastrointestinal disorder, paratubal cyst, coital bleeding, polymenorrhoea, fungal infection and urinary tract infection outcome was unknown, the pelvic pain and abdominal pain was resolving and the menorrhagia, female sexual dysfunction, depression, migraine, headache, nausea, dyspareunia, fatigue, pollakiuria, rash, pruritus and menometrorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, coital bleeding, denture wearer, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, hot flush, hyperaesthesia teeth, loose tooth, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, paraovarian cyst, pelvic inflammatory disease, pelvic pain, perineal pain, pollakiuria, polymenorrhoea, pruritus, rash, tooth disorder, tooth loss, toothache, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased and paratubal cyst to be related to essure. The reporter commented: current weight 170 lbs. There is a total of 2 coils visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Successful bilateral tubal occlusion. Pathology test - on (B)(6) 2018: conclusion: 1. 1.8 cm simple cyst in the left adnexa which may represent an exophytic ovarian cyst or a paraovarian cyst. 2. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: diagnosis: a: fallopian tube, left, salpingectomy: benign fallopian tube, benign paratubal serous cyst, foreign body.(silver metal coil). B: fallopian tube, right, salpingectomy: benign fallopian tube, benign paratubal serous cyst. Ultrasound abdomen - on (B)(6) 2011: conclusion: mildly prominent gallbladder wall of indeterminate significance. This may be seen with cholecystitis or possibly biliary dyskinesia. There is no evidence of pericholecystlc fluid or dominant mural. Thickening or mass. No cholelithiasis or ductal ectasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. Outcome or events like pelvic pain, abdominal pain, headache were added. Onset dates for events were updated. New reporters and past medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location of device: right essure migrated. Unknown location') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis and gastritis. Previously administered products included for an unreported indication: tylenol and depo-provera. Concurrent conditions included overweight, hypercholesterolemia, onychomycosis and hyperlipidemia. Concomitant products included bupropion, cefalexin hydrochloride (cephalexin hcl), clotrimazole, doxycycline, ergocalciferol (vitamin d2), etodolac, furosemide, lorazepam, meloxicam, omeprazole (prilosec), phenazopyridine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pelvic pain ("pain"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"), 5 days before insertion of essure. In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), nausea ("nausea"), alopecia ("hair loss"), vomiting ("vomiting"), dysgeusia ("taste of metal"), rash ("rashes all over legs and lower abdomen/rashes") and menometrorrhagia ("irregular and heavy"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced coital bleeding ("bleeds during and after intercourse"). In 2014, the patient experienced tooth disorder ("dental problems"), toothache ("tooth pain"), denture wearer ("partial dentures"), loose tooth ("loose teeth") and tooth loss ("fallen teeth"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced ovarian cyst ("ovarian cysts in left adnexa"). On (B)(6) 2018, the patient experienced adnexa uteri cyst ("paratubal serous fluid - filled cysts in both fallopian tubes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches/constant headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), perineal pain ("perineal pain"), bacterial vaginosis ("bacterial vaginosis"), hyperaesthesia teeth ("tooth sensitivity"), pruritus generalised ("itchiness all over body"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal condition or digestive system condition") and polymenorrhoea ("periods"). The patient was treated with amoxicillin, ceftriaxone, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen), ibuprofen, ibuprofen (motrin ib), metronidazole, phentermine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, ovarian cyst, alopecia, abdominal pain, vaginal infection, perineal pain, vomiting, abdominal pain upper, abdominal pain lower, bacterial vaginosis, dysgeusia, hyperaesthesia teeth, toothache, denture wearer, loose tooth, tooth loss, back pain, gastrointestinal disorder, adnexa uteri cyst, coital bleeding, menometrorrhagia and polymenorrhoea outcome was unknown, the depression, migraine, fatigue, pollakiuria, rash and pruritus generalised had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, alopecia, back pain, bacterial vaginosis, coital bleeding, denture wearer, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, hyperaesthesia teeth, loose tooth, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic inflammatory disease, pelvic pain, perineal pain, pollakiuria, polymenorrhoea, pruritus generalised, rash, tooth disorder, tooth loss, toothache, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. There is a total of 2 coils visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: conclusion: 1.8 cm simple cyst in the left adnexa which may represent an exophytic ovarian cyst or a paraovarian cyst. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: diagnosis: fallopian tube, left, salpingectomy: benign fallopian tube. Benign paratubal serous cyst. Foreign body.(silver metal coil). Fallopian tube, right, salpingectomy: benign fallopian tube. Benign paratubal serous cyst. Ultrasound abdomen - on (B)(6) 2011: conclusion: mildly prominent gallbladder wall of indeterminate significance. This may be seen with cholecystitis or possibly biliary dyskinesia. There is no evidence of pericholecystic fluid or dominant mural thickening or mass. No cholelithiasis or ductal ectasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs & medical record received: . Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, treatment drugs, concomitant drugs were added. New events - hormonal changes describe: hot flashes. Mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions, bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease, migration of essure location of device: right essure migrated. Unknown location nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: blurry vision, weight gain, fatigue, gastrointestinal or digestive system condition, other injury(ies) or complication please describe: ovarian cysts, hair loss, abdominal pain, frequent urination, upper & lower abdominal pain, bacterial vaginosis, rashes all over legs & abdomen, itchiness all over body, pain and tooth sensitivity, loose and fallen teeth, fillings removed, partial dentures, taste of metal, paratubal serous fluid filled cysts in both fallopian tubes, lower back pain were added. Severity of event lower abdomen pain were updated. Outcome of event depression, frequent urination, nausea, fatigue, migraines, rashes, itching all over body, urinary/bladder issues were updated as recovered/resolved and headaches updated as recovering/resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location of device: right essure migrated. Unknown location/ right side essure device absent'), pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') and uterine haemorrhage ('uterus bleeding') in a 33-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis and gastritis. Previously administered products included for an unreported indication: tylenol and depo-provera. Concurrent conditions included overweight, hypercholesterolemia, onychomycosis, hyperlipidemia, ovarian cyst and sensitivity of teeth. Concomitant products included bupropion, cefalexin hydrochloride (cephalexin hcl), clotrimazole, doxycycline, ergocalciferol (vitamin d2), etodolac, furosemide, lorazepam, meloxicam, omeprazole (prilosec), phenazopyridine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pelvic pain ("pain"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced headache ("headaches/constant headache"). In (B)(6) 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), vomiting ("vomiting"), dysgeusia ("tatste of metal"), rash ("rashes all over legs and lower abdomen/rashes") and menometrorrhagia ("irregular and heavy menstrual bleeding"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), perineal pain ("perineal pain") and urinary tract infection ("uti"). On (B)(6) 2011, the patient experienced coital bleeding ("bleeds during and after intercourse"). In 2014, the patient experienced tooth disorder ("dental problems"), toothache ("tooth pain"), denture wearer ("partial dentures"), loose tooth ("loose teeth") and tooth loss ("fallen teeth"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced paraovarian cyst ("ovarian cysts in left adnexa"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and paratubal cyst ("paratubal serous fluid - filled cysts in both fallopian tubes"). On an unknown date, the patient experienced migraine ("migraines/ migraines/headaches"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), bacterial vaginosis ("bacterial vaginosis"), hyperaesthesia teeth ("tooth sensitivity"), pruritus generalised ("itchiness all over body"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal condiotion or digestive system condition"), polymenorrhoea ("two periods per month") and fungal infection ("yeast infection"). The patient was treated with amoxicillin, ceftriaxone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, ibuprofen (motrin ib), metronidazole, phentermine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic inflammatory disease, uterine haemorrhage, hot flush, mood swings, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge, vision blurred, weight increased, paraovarian cyst, alopecia, abdominal pain, vaginal infection, perineal pain, vomiting, abdominal pain upper, abdominal pain lower, bacterial vaginosis, dysgeusia, hyperaesthesia teeth, toothache, denture wearer, loose tooth, tooth loss, back pain, gastrointestinal disorder, paratubal cyst, coital bleeding, polymenorrhoea, fungal infection and urinary tract infection outcome was unknown, the pelvic pain had not resolved, the female sexual dysfunction, depression, migraine, nausea, dyspareunia, fatigue, pollakiuria, rash, pruritus generalised and menometrorrhagia had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, coital bleeding, denture wearer, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, gastrointestinal disorder, headache, hot flush, hyperaesthesia teeth, loose tooth, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, paraovarian cyst, pelvic inflammatory disease, pelvic pain, perineal pain, pollakiuria, polymenorrhoea, pruritus generalised, rash, tooth disorder, tooth loss, toothache, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased and paratubal cyst to be related to essure. The reporter commented: current weight 165 lbs. There is a total of 2 coils visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: conclusion: 1. 1.8 cm simple cyst in the left adnexa which may represent an exophytic ovarian cyst or a paraovarian cyst. 2. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: diagnosis: a: fallopian tube, left, salpingectomy: benign fallopian tube benign paratubal serous cyst foreign body.(silver metal coil) b: fallopian tube, right, salpingectomy: benign fallopian tube benign paratubal serous cyst. Ultrasound abdomen - on (B)(6) 2011: conclusion: mildly prominent gallbladder wall of indeterminate significance. This may be seen with cholecystitis or possibly biliary dyskinesia. There is no evidence of pericholecystlc fluid or dominant mural thickening or mass. No cholelithiasis or ductal ectasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: plaintiff fact sheet received. Event per pfs: yeast infection, uti and uterus bleeding. Outcome for event pelvic pain was not recovered. Events heavy bleeding, nausea, depression, dyspareunia and apareunia were resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure location of device: right essure migrated. Unknown location') and pelvic inflammatory disease ('reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease') in a 33-year-old female patient who had essure (batch no. 20224430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sinusitis and gastritis. Previously administered products included for an unreported indication: tylenol and depo-provera. Concurrent conditions included overweight, hypercholesterolemia, onychomycosis and hyperlipidemia. Concomitant products included bupropion, cefalexin hydrochloride (cephalexin hcl), clotrimazole, doxycycline, ergocalciferol (vitamin d2), etodolac, furosemide, lorazepam, meloxicam, omeprazole (prilosec), phenazopyridine and vitamin d nos (vitamin d). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced pelvic pain ("pain"), pollakiuria ("bladder or urinary problems or changes: frequent urination"), abdominal pain upper ("upper abdominal pain") and abdominal pain lower ("lower abdominal pain"), 5 days before insertion of essure. In (B)(6) 2010, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("mood swings"), nausea ("nausea"), alopecia ("hair loss"), vomiting ("vomiting"), dysgeusia ("taste of metal"), rash ("rashes all over legs and lower abdomen/rashes") and menometrorrhagia ("irregular and heavy menstrual bleeding"). On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain") and experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced coital bleeding ("bleeds during and after intercourse"). In 2014, the patient experienced tooth disorder ("dental problems"), toothache ("tooth pain"), denture wearer ("partial dentures"), loose tooth ("loose teeth") and tooth loss ("fallen teeth"). On (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced paraovarian cyst ("ovarian cysts in left adnexa"). On (B)(6) 2018, the patient experienced paratubal cyst ("paratubal serous fluid - filled cysts in both fallopian tubes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches/constant headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry vision"), vaginal infection ("infection (bladder/urinary tract/vaginal): acute vaginitis"), perineal pain ("perineal pain"), bacterial vaginosis ("bacterial vaginosis"), hyperaesthesia teeth ("tooth sensitivity"), pruritus generalised ("itchiness all over body"), back pain ("lower back pain"), gastrointestinal disorder ("gastrointestinal condition or digestive system condition") and polymenorrhoea ("two periods per month"). The patient was treated with amoxicillin, ceftriaxone, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), ibuprofen, ibuprofen (motrin ib), metronidazole, phentermine and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic inflammatory disease, pelvic pain, hot flush, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, weight increased, paraovarian cyst, alopecia, abdominal pain, vaginal infection, perineal pain, vomiting, abdominal pain upper, abdominal pain lower, bacterial vaginosis, dysgeusia, hyperaesthesia teeth, toothache, denture wearer, loose tooth, tooth loss, back pain, gastrointestinal disorder, paratubal cyst, coital bleeding, menometrorrhagia and polymenorrhoea outcome was unknown, the depression, migraine, fatigue, pollakiuria, rash and pruritus generalised had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, bacterial vaginosis, coital bleeding, denture wearer, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hot flush, hyperaesthesia teeth, loose tooth, menometrorrhagia, menorrhagia, migraine, mood swings, nausea, paraovarian cyst, pelvic inflammatory disease, pelvic pain, perineal pain, pollakiuria, polymenorrhoea, pruritus generalised, rash, tooth disorder, tooth loss, toothache, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vomiting, weight increased and paratubal cyst to be related to essure. The reporter commented: current weight 165 lbs. There is a total of 2 coils visible in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2018: conclusion: 1. 1.8 cm simple cyst in the left adnexa which may represent an exophytic ovarian cyst or a paraovarian cyst. 2. Otherwise unremarkable pelvic ultrasound; on (B)(6) 2018: diagnosis: a: fallopian tube, left, salpingectomy: benign fallopian tube benign paratubal serous cyst foreign body.(silver metal coil) b: fallopian tube, right, salpingectomy: benign fallopian tube benign paratubal serous cyst. Ultrasound abdomen - on (B)(6) 2011: conclusion: mildly prominent gallbladder wall of indeterminate significance. This may be seen with cholecystitis or possibly biliary dyskinesia. There is no evidence of pericholecystlc fluid or dominant mural thickening or mass. No cholelithiasis or ductal ectasia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incidental: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.